Event description:
It was reported from (B)(6) by medical staff that an inpatient was experiencing high watts along with electrical fault alarms. A driveline cleaning was performed on (B)(6) 2015. Service report: patient was prepped for procedure with IV medication. Two rounds of cleaning were performed with a total pump off time of approximately 1 minute. The patient tolerated the cleaning well. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis reviewed on (B)(6) 2015: normal power consumption; 3 high watt alarms have been logged at the following times: 2 on (B)(6) 2015 and 1 on (B)(6) 2015. The high watt alarm limit is currently set to 5.5 w. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015. IFU: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01045, 3007042319-2015-01046 and 3007042319-2015-01047) submitted for devices related to the same event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01045, 3007042319-2015-01046 and 3007042319-2015-01047) submitted for devices related to the same event.